Event description:
Reporter alleged when going to the doctor for a regular check-up, customer's blood glucose measured 258 mg/dl at 8:30 am on his meter compared to the doctor's measurement of 111 mg/dl when testing was performed at the same time. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.